Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of an aortic arch aneurysm using gore® tag® thoracic endoprostheses. The left subclavian artery was intentionally covered by the endoprosthesis. A proximal type I endoleak was slightly observed, and the physician elected to monitor it. The procedure was concluded, and the patient tolerated the procedure. On an unknown date, imaging showed that the proximal portion of the endoprosthesis had migrated distally (distance unknown) and an endoleak had developed. It was unknown if the aneurysm had enlarged. The proximal landing zone was reportedly short at the initial procedure, and the physician thought it should be a cause of the event. On (B)(6) 2016, re-intervention was performed to repair the endoleak and the migration. A non-gore endoprosthesis was additionally implanted proximal to the previously implanted endorposthesis.